Event description:
Information was received indicating that it was observed that this ambulatory infusion pump gave error code 10044. It was also reported that the pump's front case was damaged and air cover was cracked. It was reported that the event occurred during bench testing. There was no patient involvement.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a cracked front housing and cracked air detector . Customer's complaint of error code 10044 was verified. The event log shows the high pressure and the error code occurred. Service will replace the motor. Use testing was performed. The problem source is defective component of the intermittant motor.

Event description:
Additional information from customer: no patient involvment, occurred during bench testing.